Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank screen. Customer states that she put in battery, battery drained really fast, screen was blank. Customer states that insulin pump was broke. Customer was not able to troubleshoot for blank display. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.